Event description:
Boston scientific bladder sling model number 850-211 and lot number 22007750, was placed (B)(6) 2018 and removed (B)(6) 2024. (B)(6) to serious side effects, frequent bladder infection, pelvic pain, frequent urination issues, bladder control, pelvic pain, with or with pelvic activity, acquired symptoms of asia syndrome from implant. The bladder sling was removed and housed in pathology lab at the hospital, where the surgery was performed to remove it.